Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer reported using apidra insulin. Customer was educated that apidra is off label per the user guide. Customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer for troubleshooting, but no response was received. Customer¿s blood glucose was 150 mg/dl at time of report.